Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed deformed or bent helix that confirms the reported clinical observation. Laboratory analysis did identify lead characteristics that would have caused or contributed to the reported clinical observations of difficult to position and damaged or defective electrode end. Furthermore, this is covered by instructions for use (IFU) and is deemed a known inherent risk of the device.

Event description:
It was reported that the patient with this right ventricular (rv) lead returned to the hospital after discharging due to complaints of discomfort. Upon examination, this rv lead was found to be dislodged. A reoperation was performed two days after. Initial attempts to reposition the rv lead using a stylet and "easy" or ez-stylet were unsuccessful, leading to rv lead removal. Subsequent repositioning using site selective pacing catheter 3 (sspc3) achieved placement, but post-slitting threshold deterioration necessitated another removal. A second attempt with sspc3 failed due to inability to screw in the lead, raising suspicion of a defective lead screw. A new lead was ordered and successfully placed using sspc3 followed by sspc2. Myocardial condition likely limited viable positioning options, and anatomical alignment from the superior vena cava to the septum likely hindered proper tangent alignment. A conventional stylet approach likely would have yielded better results. This rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead was returned.

Event description:
It was reported that the patient with this right ventricular (rv) lead returned to the hospital after discharging due to complaints of discomfort. Upon examination, this rv lead was found to be dislodged. A reoperation was performed two days after. Initial attempts to reposition the rv lead using a stylet and "easy" or ez-stylet were unsuccessful, leading to rv lead removal. Subsequent repositioning using site selective pacing catheter 3 (sspc3) achieved placement, but post-slitting threshold deterioration necessitated another removal. A second attempt with sspc3 failed due to inability to screw in the lead, raising suspicion of a defective lead screw. A new lead was ordered and successfully placed using sspc3 followed by sspc2. Myocardial condition likely limited viable positioning options, and anatomical alignment from the superior vena cava to the septum likely hindered proper tangent alignment. A conventional stylet approach likely would have yielded better results. No additional adverse patient effects were reported.